Event description:
It was reported that, during an acl reconstruction, the tip of the tendon stripper broke off inside the patient's thigh when the surgeon was trying to harvest the graft. The broken pieces were retrieved from the patient using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported. Patient status is fine.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
B2 was updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The device is coated in debris with signs of wear. The batch number and product number are visible. The distal tip shows a fracture and the detached piece is returned in a cup of solution. A review of the customer provided image revealed the distal tip of the device has become fractured. Undated photos of the device were provided for review and confirms the reported breakage. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Per case details, the broken pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.